Event description:
The customer reported the endoeye flex deflectable videoscope image disappears when the angle is bent. There was no patient no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue was confirmed. There was a temporary image blackout and an angled image vertical line noise was noted. In addition, bending section cover scratch, video cable oledome scratch, video connector deformation, angle engagement defect, and bending section cover adhesive chip were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the defect of the image sensor unit or failure of internal board of video connector unit or the system caused the suggested phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.